Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the c-arm propeller position error. Analysis of the log file confirmed that there was a beam propeller position error. During troubleshooting, the fse identified that the potentiometer was defective. The fse replaced the potentiometer. After replacement of the potentiometer, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, the unavailability of motorized movement of the c-arm during outside clinical use is not likely to cause or contribute to a serious injury or death. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm rotation movement was not possible. No harm has been reported to philips. The system was in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and replaced the potmeter which returned the device to use in good working order.